Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6): mps adam dayeh reported surgeon complaining tka cuts not accurate. Resolution: could not visually duplicate problem. Performed arm accuracy producing .142mm reading on righty and .168mm on lefty. Completed kinematic calibration on both sides of arm. System successfully passed all validation testing.

Manufacturer narrative:
Reported event: mps reported surgeon complaining tka cuts not accurate. Device evaluation and results: per gsp 165295: could not visually duplicate problem. Performed arm accuracy producing .142mm reading on righty and .168mm on lefty. Completed kinematic calibration on both sides of arm. System sucessfully passed all validation testing. Verified system is operating within mako tolerances and specifications. Product history review a review of the DHR associated with rob506 found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Gsp 165295: mps adam dayeh reported surgeon complaining tka cuts not accurate. Resolution: could not visually duplicate problem. Performed arm accuracy producing .142mm reading on righty and .168mm on lefty. Completed kinematic calibration on both sides of arm. System successfully passed all validation testing.